Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported an oncological patient with a PICC 4 fr bilumen catheter in the right upper limb attended an outpatient clinic for healing. They were covered with transparent dressing at their appointment on (B)(6) 2024 made in the office of the PICC program. From this date until the next appointment the device was not used. When they performed irrigation it was observed there was leakage at the point of insertion to irrigate the lumen of red color. They immediately removed the PICC line. There was no patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was a 4fr dual lumen powerpicc sv. Use residue was observed on the sample. The catheter shaft was terminated at the 19cm depth marking. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the molded joint and catheter shaft. Microscopic inspection of the split confirmed a small hole between the molded joint and catheter shaft. The hole appeared to be granular and uneven. The features of the split were consistent with material fatigue due to catheter manipulation such as cyclic kinking. The location of the damage suggested that maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported an oncological patient with a PICC 4 fr bilumen catheter in the right upper limb attended an outpatient clinic for healing. They were covered with transparent dressing at their appointment on (B)(6) 2024 made in the office of the PICC program. From this date until the next appointment the device was not used. When they performed irrigation it was observed there was leakage at the point of insertion to irrigate the lumen of red color. They immediately removed the PICC line. There was no patient harm reported.